Manufacturer narrative:
The following could not be completed with the limited information provided: concomitant medical products: part number: 00597206535, nexgen all poly patella, lot number 63231267. Part number : 00596401651, nexgen lps-flex femoral component lot number 63023971. Part number: 00598004702, nexgen stemmed pre-coat tibial component lot number: 63160440. Part number: 00598009000, stem extension replacement screw lot number: 63279487. Part number: 00596009900, taper stem plug lot number: 63209138.

Event description:
It was reported that a patient underwent a total left knee arthroplasty due to osteoarthritis. Subsequently, the patient underwent manipulation and debridement followed by revision of the articular surface and patellar component.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined this device did not contribute to the event. This report was submitted in error and should be voided.